Manufacturer narrative:
Initial reporter phone #: +(B)(6). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system cap was found to be missing. The following information was provided by the initial reporter, translated from chinese to english: the nurse found that the heparin cap was missing when using the indwelling needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-apr-2023. H6: investigation summary: a device history review was conducted for lot number 2110484. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was provided to aid in our investigation. Our engineers noted that the returned unit was lacking an adapter. This non-conformance has been confirmed. Based on the returned device our engineers have associated the root cause with the assembly and packaging processes.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system cap was found to be missing. The following information was provided by the initial reporter, translated from chinese to english: the nurse found that the heparin cap was missing when using the indwelling needle.